Event description:
The customer states that a flame was observed coming from the rear of the cell-dyn ruby analyzer. There was a burning smell and visible smoke. No one was near the analyzer at the time with no report of injury due to this issue. The analyzer was disconnected from the power source and service was dispatched to the customer site.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Other: ac inlet. Device failure related to environmental factors. Investigation summary: in late 2008, a field service representative (fsr) replaced the power supply and ac inlet due to water damage. The instrument was returned into operable status. In early 2009, the customer technical advocate provided additional information, given by the fsr, in regards to this issue. The fsr reported that the waste line had popped off and squirted into the analyzer, causing the power supply to burn out. The fsr also stated that in spite of the customer's report of visible flame, there was no evidence of scorch marks on the instrument or plug. The issue is addressed in the cell-dyn ruby system operator's manual. A review of complaint reports, for the period january 2008 through january 2009, did not indicate any adverse trend for the cell-dyn ruby, list number, related to the reported issue. Based on the investigation, no product issue was identified for the cell-dyn ruby for the reported issue. There is no systemic issue for the cell-dyn ruby product line. This is the final report